Manufacturer narrative:
No weak battery alarm was noted. All operating currents were within specification. The insulin pump passed the self test. No unexpected failed battery test or battery out limit alarms were noted. No unexpected number ramping anomaly was noted. The insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm tests. The insulin pump was received with a cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window and a scratched reservoir tube window.

Event description:
It was reported that the customer had a failed battery test alarm on the insulin pump. Customer stated that the insulin pump alarmed after a battery change. Customer also reported that the batteries were out of the pump greater than duration allowed by the insulin pump. It was explained that this was normal pump behavior. Alarm history was reviewed and there have been bad battery and weak battery alarms since (B)(6) 2014. Troubleshooting was performed for the failed battery test and weak battery alarms. It was explained which battery type was recommended. Customer stated that they also had issues with the numbers ramping up on their own on the insulin pump, but they were able to get it to stop ramping. Insulin pump will need to be replaced. Customer also stated they had an issue with his wife's blood glucose level going up to 400's mg/dl and had bent cannulas, but did not want to troubleshoot for those issues. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.